Manufacturer narrative:
(B)(4). This is report 3 of 3. A sample was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12d30047, h12f28087, and h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, a patient contacted baxter technical services (bts) and reported he had peritonitis. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event and the following information was obtained. On (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The nurse indicated the patient was on vacation and hospitalized in (B)(6); therefore, the amount of information she had pertaining to the event was limited. The cause of the peritonitis was unknown. The patient was treated with an unspecified antibiotic therapy, so the nurse assumed the peritonitis was a bacterial infection. At the time of this report, the peritonitis was ongoing but the patient was recovering. Pd therapy was ongoing. It was unknown if the patient remained hospitalized at this time. The nurse stated the peritonitis was unrelated to any baxter solutions, disposables or devices.

Manufacturer narrative:
(B)(4). This report was not confirmed and the cause was not identified, as no sample was returned to baxter. Also the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue. Review of the manufacturing records (for potentially associated lots) revealed no issues nor deviations from standard procedure.